Manufacturer narrative:
Subject device was returned for evaluation. Visual inspection confirmed the failure mode of ¿broken drill.¿ per complaint description, it is stated that the subject device was used in reverse. Instructions for use (IFU) state: "never use the drill in reverse rotation. Only use the drill in forward rotation. Using the drill in reverse rotation may result in patient injury and/or failure of the instrument". Review of the device history records was performed which confirmed no discrepancies. A complaint history review did not identify additional complaints filed for the manufactured lot. Per the evaluation, the root cause was determined to be ¿improper use¿. At this time, no further investigation will be implemented.

Event description:
During an anterior cruciate ligament (acl) reconstruction procedure utilizing flexible 4.5 mm clancy reamer/drill bit, it was reported that, the drill was being used in reverse instead of forward. It was reported that the drill bit broke during the procedure. It was reported that the fragment was removed from the patient with clamps. Backup device was on hand to complete the surgery. (B)(4).